Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Use error cannot be discounted as contributory to the event, as the patient used the pump even though the screen was difficult to read.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The display was found to be dim and discolored; setting the contrast to the highest setting did not improve the display. A test display was inserted, and the contrast returned to normal. Unrelated to the complaint, investigation found that the battery compartment is cracked.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: her blood glucose (bg) was so low on (B)(6) 2013 that an ambulance was called when her husband found her unconscious and trembling on bed. Paramedics checked bg at 28 mg/dl. Patient had a bg of 250 mg/dl and patient bolused and dropped to a symptomatic low but did not check to see how low. Her husband gave her juice and she recovered. When her bg was 355 mg/dl she bolused 3.5 units. She was not transported to hospital. Paramedics remained until bg back over 70 mg/dl. The reporter noted the screen is very dim on pump and extremely difficult for her to see. She reports that her health care provider (hcp) confirmed today that screen was extremely dim and suggested she report it. The hcp suspects the pump display may have contributed to hypoglycemic event. The patient was on pump at time of call. Customer technical support (cts) advised her to discontinue use of pump due to her difficulty seeing display. The patient will contact hcp for a back-up plan. This complaint is being reported due to the allegation that a patient on pump therapy experienced hypoglycemia requiring intervention by paramedics, and because the hypoglycemia may be related to a malfunctioning display screen. Use error cannot be discounted as contributory to the event, as the patient used the pump even though the screen was difficult to read.